Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient in the or without issue. When the catheter was removed from the patient, the side holes appeared enlarged and bulged out. It was noted the patient had a tear in their vessel upon removal but it did not cause any issues to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath tip found damaged upon removal from the patient could not be confirmed. No sample was returned but the customer returned two pictures of the damaged sheath tip. The picture shows the bloody distal end of the sheath and skive holes in view. The distal end of the sheath appears to be slightly bent and skive holes appear typical to slightly deformed. No other information could be obtained from the pictures. The instructions for use (IFU) for this product provides insertion techniques and use instructions for the mac sheaths. The device history record review was performed and did not reveal any manufacturing related issues. The pictures did not provide a good image of the damage to the sheath and no sample was returned. Therefore, the probable cause of the damaged mac sheath could not be determined. No further action will be taken.